Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 582 mg/l. The patient reportedly treated the hyperglycemia with insulin via injection. The reporter alleged an issue with the pump losing prime. During troubleshooting by animas customer support, it was discovered that the patient¿s health care provider had made adjustments to the basal rate and the bolus settings in the pump and the patient was noted to be under cycling/over cycling the insulin cartridges prior to use and filling the insulin cartridges with cold insulin rather than room temperature insulin as per the instructions per use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.